Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed, chronic totally occluded lesion was located in a severely tortuous and severely calcified circumflex artery. The apex push otw 15mm x 1.50mm balloon was being used for pre-dilatation. On the second inflation the balloon ruptured. At what atmospheres is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).